Event description:
Pt reported the piston rod of the infusion device occasionally blocks at 150 units. The infusion device was requested for evaluation. A preliminary evaluation was completed, and e6 mechanical errors were found in the history. The drive bushing is contaminated and corroded, and due to the corrosion of the drive bushing, the infusion device correctly triggered the e6 error messages. It was also found the display was broken due to a mechanical impact, and the broken display could lead to misinterpretation of the insulin delivery amounts. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.